Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the internal hlc batteries had no power; however through failure analysis testing, physio was unable to determine the cause of the reported failure. A replacement device has been sent to the customer for use. (B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the internal hlc batteries had no power; however through failure analysis testing, physio determined that the likely cause of the reported issue was due to lack of maintenance to the device. A replacement device has been sent to the customer for use.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the internal hlc batteries had no power; however through failure analysis testing, physio was unable to determine the cause of the reported failure. A replacement device has been sent to the customer for use.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and the service wrench). This issue is indicative of a device that would not have enough power to sufficiently deliver defibrillation therapy to a patient. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed analog pcb assembly and determined that one of the internal hlc batteries, designator bt2 would no longer hold its charge.